Manufacturer narrative:
H10: concerning the bone fracture there were follow up discussions with the surgeon in which he acknowledged very close placement of the anchor to edge of the acetabular rim. While the curved geometry of the product system allows for such placement, there is a risk of breakage due to the thinness of the bone in that area. A warning is being added to the product IFU concerning the risk of placing an anchor too close to the rim. In regards to the anchor breakage, a health hazard assessment was held on (B)(6) 2011. This hha will capture the prescribed actions to mitigate this failure mode. (B)(4).

Event description:
Sales rep. Reported while doing a hip arthroscopy, dr. Was tapping in the curved osteoraptor and the guide shifted and slipped causing the top half of the anchor to shear off. It also sheared off the top of the driver. Additional information reads, "when surgeon drilled and was placing the anchor, the acetabular rim fractured off at the articular surface/bone junction." Bone quality was moderate to hard. They were able to retrieve the piece that broke off, while the remaining anchor still held and remains in the joint. A second anchor was also tapped in with no further problem.